Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving morphine with concentration 12.5 mg/ml at a dose rate of 1.817 mg/day, baclofen with concentration 1,000 mcg/ml at a dose rate of 145.3 mcg/ml, and marcaine with concentration 7mg/ml at a dose rate of 1.173 (units not specified) via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that reservoir discrepancies of 6 ml to 7 ml of medication occurred at multiple pump refills as per a physician. The patient experienced withdrawal symptoms. The date of the event was unknown. There were no known environmental/ external/patient factors that may have led or contributed to the issue. Regarding diagnostics/troubleshooting performed including dates and results, it was noted that there was none available. Actions taken to resolve the issue included the patient having been monitored after refills. Surgical intervention was also indicated as having occurred. The pump was replaced on (B)(6) 2017. The issue was indicated as having resolved at the time of the report ((B)(4) 2017). The patient was without injury regarding their status as of (B)(6) 2017. Other medications the patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history was indicated and not having been made available regarding legal/confidential reasons. The pump was returned to the manufacturer for analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.